Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had 3 leads that were ¿shorted¿ out. The patient stated it had been like that almost from the beginning. The patient had the device first checked 2 months after implant. Additional clarification from the patients physician confirmed there were abnormal lead impedances documented on (B)(6) 2010. A company representative ¿bypassed it¿ and ¿took it out of the ribbon.¿ the representative was able to go around it and the patient still had coverage. The patient continued to still have effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Medical records were received from the follow up physician. The records confirmed that on (B)(6) 2010, there were impedance issues. The patient had presented with some change in his stimulation. On analysis, there was one contact with high impedances (contact 2 was greater than 10,000 as well as any combinations with 2, per the stimulator interrogation print out). The suprapubic area still could not get the distal aspect of his testicle, but the physician knew they would be unable to get it at all. The patient was happy with what the stimulator could do for him in that it eliminated probably 85% of the geographic representation of his pain. The patient was more clear this visit, with better memory recall. The patient returned for another visit on (B)(6) 2011. The patient complained that the distribution of the stimulation had changed. It was getting to be more distal on the anterior thigh versus the more proximal medial thigh. This had caused his pain to increase. The patient had requested medication adjustments. The patient was charging daily. After complex programming, they were able to get the stimulation in the area desired (right groin and medial proximal thigh). At this time, there were 2 other contacts that had high impedance. It was unsure what this meant. The thought was to shut down those contacts, which should have reduced the drain on the stimulator. This would then reduce the requirements of his charging frequency and should have better stimulation. The physician commented that the patient's functionality was improving. There was no stimulator interrogation print out for this visit. A stimulator interrogation print out from (B)(6) 2014 was included and noted high impedances on electrodes 0,1,and 2 (greater than 10,000 ohms) as well as any combinations using these electrodes. No additional information is expected.